Manufacturer narrative:
Concomitant medical products: saline flush syringe, site scrub alcohol cap; therapy date: (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when a saline flush syringe was being removed from the med line the white portion of the needlefree valve completely broke off/disconnected from the inner blue piston. The valve was replaced and no further issues were noted. There was no report of any patient harm.